Event description:
It was reported that the cine function was not operating properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.